Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter at 10:19 a.m. Was 5.3 inr. The result from the laboratory at 10:30 a.m. Was 3.45 inr. No treatment was necessary. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is fine. The customer does not have anemia, is not taking heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer was not experiencing any bleeding or bruising and had not had any changes in diet or medication. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The maximum difference between measurements was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.